Manufacturer narrative:
Initial reporter phone number: (B)(6). A manufacturing evaluation was completed: about 5mm of the cutting edges are broken off and were not sent back for evaluation. The drill bit is in a well-used condition, the cutting edges are completely blunt. The drill bit is broken; there was no information about the performed procedure provided. The measurable dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and specifications. However, due to the damage and the missing piece not all relevant dimensions could be checked. The manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. With 440a stainless steel was the correct material used. The hardness was within the specification. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in october 2013 and we are not aware of any other complaint of this nature for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We found that the drill bit is in a well-used condition, the cutting edges are completely blunt and there are stress marks at the shaft above the cutting flutes visible. All these damages are an either an indication for often and intense use or a metallic contact during use. Therefore it is likely that either a metallic contact, the use of a blunt instrument or a combination of both caused a mechanical overload and finally the breakage of the drill bit. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that part number 310.509 lot 8695463, manufacturing location: (B)(4), manufacturing date: 29. Oct. 2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery. There was a two (2) minutes delay to surgery time. Parts were left in patient. Surgery was completed the with the same like product. The patient did not have any harm. This report is 1 of 1 for (B)(4).